Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified: crease flat and an opening on patch. Leak test and microscopic analysis was performed which identified: a sharp opening on patch. The fill test inspection was performed, and the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on patch assessed as an unidentified (tear) opening." Explanatory note regarding correction to b.5: at the time of submission of the initial medwatch, explant surgery had not been performed.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.